Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject flexible scope exhibited a detached forceps connector. Additionally, there was incorrect or insufficient reprocessing, so stains were observed within the image and fluid leakage was in the light guide (lg) bundle, at the operating section, the eyepiece section, the up/down (ud) plate as well as the universal connector. There was no patient involvement.